Event description:
"Subgl infra large dc silastic ii gels for augmentation. Notes l breast has recently hardened and become painful. Arthralgias, myalgias (+ am stiffness), paresthesias/dysesthesias, swelling, fatigue, sleep disturb, adenopathy, low grade fevers, frequent uri's, hot flashes, l tmjd, visual changes, dizziness, memory loss, oral sores, rashes, sens sun/cold (+raynaud's)/chem, skin tightening, increased cholesterol, gu changes.